Manufacturer narrative:
Concomitant medical products: c2tr01crt-p implanted on (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent under-sensing on atrial lead was noted leading to early termination of episode. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.